Event description:
It was reported that the user ran out of transmitters and chose to disconnect from the ilet and use external insulin for the night; an agent assisted with shutting down the ilet, reviewed timing to reconnect after long- and short-acting insulin, and explained bg run mode; this event was associated with an improper or incorrect procedure or method, and no specific device component was implicated. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, with a usage problem identified related to not starting a new sensor. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.